Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by the consumer. It was reported that the ins failed well before the expiration of nine years. The patient was told the ins had a nine year device life. The patient suffered damages due to the ins was defective.

Event description:
Information was received from a consumer via representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient experienced a burning sensation when recharging his ins. It was noted that he also heard and felt a popping sound. The patient planned to have the device explanted. No further complications were reported.

Event description:
Information was received from a consumer via representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient experienced a burning sensation and was burned when recharging his ins. It was noted that he also heard and felt a popping sound. The patient planned to have the device explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.